Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Examination of the returned pump did not reveal any deposition or thrombus formation on the smooth or textured blood contacting surfaces. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to data recorded during the manufacturing process and the pump operated as intended. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 8 months. The device was received for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient had a chronic driveline infection that had previously required repositioning "some time ago" with no improvement. A specific date / year was not provided. A decision was made to explant the infected system and replace it with another lvad. During the operation, the surgeon found a massive driveline infection, however, the pump pocket was not affected. The driveline of the new system was tunneled to the opposite site of the abdomen. No further information was provided.